Manufacturer narrative:
The complaint was investigated and customer complaint was verified. Investigation found that the customer was likely using sensor glucose values for blood glucose calibration. This is not the intended use of the device. Investigation also found transitory drop in sensor reference channel around complaint date however the sensor reference channel quickly recovered after the complaint date. H6 result code updated to 114. H6 conclusion code updated to 19

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user experienced hyperglycemia.